Manufacturer narrative:
Date of event: (B)(6) 2017. This lot was manufactured august 16, 2016 ¿ august 17, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification range. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred with a large volume folfusor. The pump was filled with antibiotic tazobactam piperacillin. The fill volume was 230 ml, the residual amount was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.